Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the accessory; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the sp drape was found to have defective straps. There was no report of patient involvement.